Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the botton probe n°16 long fr 1.20cm nutriport silico, as it came with the cuff pierced in 3 places. There was no harm reported.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product was manufactured on (B)(6) 2019. A sample was not received for the investigation; however, a picture was provided. Upon reviewing the picture, the reported issue is confirmed. Since the device is provided by an external supplier, a corrective action (CAPA) has been generated to the supplier to determine the root cause and corrective and preventive actions. This complaint will be used for tracing and trending purposes.